Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It is reported that auto mode switch (ams) episode due to ra lead noise was noted via merlin.net. Programming change was made. Patient was stable and will continue to be monitored.